Manufacturer narrative:
The devices referenced in this report were not returned to shockwave medical, inc. For investigation therefore, inspection of the devices could not be performed. Based on the reported event, the two shockwave m5+ peripheral intravascular lithotripsy catheters successfully delivered a total of 300 pulses. There were no ivl device malfunction reported. The cause of the dissection could not be definitively determined whether it was a result of the removal of the aortic valve from the tortuous iliac artery or because of the occlusion balloon loss of pressure. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. 2nd ivl device used during procedure: (B)(6), part number: m5pivl7060, lot number: unknown, expiration date: unknown, manufacturing date: unknown.

Event description:
It was reported that two shockwave m5+ peripheral intravascular lithotripsy catheters were used to treat the tortuous iliac artery. A total of 300 pulses were successfully delivered. Following the ivl treatment, the physician inserted an edwards introducer sheath into the patient. Then the physician started to perform the tavr by inserting the edwards transcatheter heart valve through the sheath. When the valve reached the most tortuous part of the iliac artery, it stopped and could not be advanced. The physician tried to remove the edwards valve, but it resulted in a dissection of the iliac artery. When the valve was finally removed, the physician used a reliant stent graft balloon catheter to temporarily occlude the artery. Reportedly, while the physician was cutting down to repair the iliac artery, substantial bleeding was observed. It was noted that the reliant occlusion balloon had ruptured so it was replaced with another occlusion balloon. At this point, there was too much blood loss and the patient expired while still on the table. Both ivl devices functioned as intended and no malfunction was reported. The physician believes that the shockwave devices performed successfully, and the tortuous iliac artery was the likely cause of the reported event.